Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Unit received with blank display due to corroded battery tube. Pump received with cracked case behind the pump near the battery tube compartment. Test reservoir lock properly inside the reservoir tube. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack battery compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.